Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system (hl-90) was returned for investigation in used condition. The investigator noted wear and tear damage on the enclosure and front cover. The micro switch was bent and the block assembly was leaking. In addition, the speaker on the pcb was not working. The customer reported product problem was confirmed during testing. The product problem was caused by a faulty pcb. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that the speaker was not working. No patient injury or complications were reported in relation to this event.